Manufacturer narrative:
The product was not returned. The cartridge and handpiece information was not provided. It is unknown if a qualified cartridge and handpiece were used. A non-qualified viscoelastic was indicated. The damage could not be verified as the product was not returned. The root cause for the reported lens damage may be related to a failure to follow the instructions for use (IFU). Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the scratches were observed and lenses were explanted. Additional information was requested.

Manufacturer narrative:
The product was not returned. The non-qualified viscoelastic reported for the related files could not be verified for this file. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The cartridge, handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The root cause for the reported scratches could not be determined. The damage could not be verified as the product was not returned. It is unknown if a qualified associated products were used. Per the IFU: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).